Event description:
This is a patient with end-stage renal disease status post right groin graft who was admitted for an increasing right groin hematoma. The nurse who reported the incident stated that she was assisting the patient turning in bed when the blue cap on the clave IV extension set disconnected. The patient was on heparin at the time and bled moderately from the tubing. The nurse said she was told this had happened several days previously with another patient. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working.